Event description:
Customer reported a crack on the screen of the insulin pump and stated that they have been experiencing low blood glucose readings. Customer mentioned that the screen was unreadable. It was noted that the customer's blood glucose readings were 28 mg/dl and the paramedics assisted the customer with glucose through the IV. Customer mentioned that the low was due to him working out. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.